Event description:
It was reported that the patient was not feeling well and was seen at the clinic. Interrogation revealed intermittent pacing at low rate. Sensing test indicated no underlying ventricular rhythm. The lead trend indicates diminished r-waves. There was some t-wave oversensing. The sensitivity of the lead was changed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.